Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "there is evidence of intracapsular rupture of the left prosthesis." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified. Through the photos provided, it is not possible to determine the lot number and catalog. Observed rupture in the device. Observed red particles in e device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported "there is evidence of intracapsular rupture of the left prosthesis." Device has been explanted